Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the detached tissue pad being returned with the device? With 1 instrument it was detached, with the other no. Or, was the detached tissue pad discarded? One of the pads were discarded. Did removing the detached tissue pad from the patient cause a change in the plan of care for the patient? They found the detached part in the patient. It caused 5 minutes plus procedure time.

Event description:
It was reported that during a laparoscopic partial splenectomy procedure, at the beginning of the procedure after three activations the white plastic pad fell down into the patients stomach, they opened another har36 and after five minutes working the white plastic pad melted down. They had to open the third har36 and they could finish the procedure. The white plastic pad was removed from the patient immediately. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90k60. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.